Event description:
Philips received a complaint on the efficia cm12 monitor indicating that the speaker is not functioning and no sound was present. The device was not in clinical use at time of event, no patient involvement.

Manufacturer narrative:
E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). A philips remote service engineer (rse) verified that the speaker would not produce sound and determined that the speaker needed to be replaced. Based on the information available and the testing conducted, the cause of the reported problem was a faulty speaker. The reported problem was confirmed. The customer was provided a replacement speaker to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.